Manufacturer narrative:
Additional information received: it was reported that patient was diagnosed with a new arrhythmia the day after the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment an unknown condition. It was reported that within 48 hours of the procedure the patient was diagnosed with a new arrhythmia. The patient was treated with medication and the event was resolved. The investigator assessed the event as related to the index procedure, not related to the device. No additional clinical sequelae were reported.